Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The xray show a radiolucent line around the proximal segment of the femoral component, patient described pain. Upon opening of knee, the poly bearing was in three pieces and the cemented metal components required very little effort to remove from bone.